Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level is high as 564 mg/dl. The customer wanted to upload to care link. The customer treated with manual injection and bolus. The customer thinks she might have had ketones. She changed the set and it started working and blood glucose went to 200 mg/dl and then 100 mg/dl. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.